Event description:
It was reported that the system 9800's c arm would not move freely and was difficult to position. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.